Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 3008829311-2017-01134, reference MFR report: 3008829311-2017-01135. It was reported during a procedure address a lead migration (reference MFR report: 3008829311-2017-00136). During the procedure, the physician cut the s1 lead and the leads located at l4 and l5 were accidently pulled out. The physician removed and replaced all leads.